Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not charge. Reportedly, the user unplugged and re-plugged the usb cable, "wiggled the cable around at/in the usb port", and stated that the pump began charging normally. The user's blood glucose level was 120 mg/dl.